Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00222 on 21-jul-2023. Additional information (B)(6) 2022): quality control recovered within acceptable ranges on the day of event. Siemens further evaluated the incident and determined that the malfunction of the sample mixer or reagent 2 mixer potentially contributed to the event. The component code in section h6 was updated to reflect the additional information. Corrected information (B)(6) 2023): upon further clarification, it was determined that the two samples in the initial report were processed on separate days. The sample identified as (B)(6) was processed on (B)(6) 2023 and sample identified as (B)(6) was processed on (B)(6)-2023. Therefore, MDR 2517506-2023-00179 was subsequently filed for the sample identified as (B)(6) and MDR 2432235-2023-00222 and this supplemental report are for the potentially erroneous result obtained on the sample identified as (B)(6). Sections a2, a3, b3, b5, and b6 were updated to tailor the report to the event that occurred on (B)(6)2023. Section h5, labeled for single use?, was also updated as it was inadvertently blank in the initial report. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
A potentially erroneous total prostate specific antigen (tpsa) result was obtained on a patient sample on dimension vista 500 instrument. The result was reported to the physician(s). The customer did not know whether the sample was repeated. The correct result for the sample is unknown. There are no known reports of patient intervention or adverse health consequences due to the event.

Event description:
Potentially erroneous total prostate specific antigen (tpsa) results were obtained on two patient samples on dimension vista 500 instrument. The results were reported to the physician(s). The customer did not know whether the samples were repeated. The correct results for these samples is unknown. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report abnormal assay flags on the dimension vista 500 instrument. While doing so, they communicated that the samples in sections b5 and b6 were processed on the same instrument and the correct results for these samples are unknown. Therefore, this report is being filed in an abundance of caution. Quality controls (qcs) were also flagged with abnormal assay errors. Siemens remotely assisted the customer and as per siemens recommendation, the customer wiped down the aliquot probe with gauze and checked the metal guard for plasma/serum build up. The customer bleached the aliquot probe drain, wiped down sample probe 1 and reagent probe 1 with alcohol, and performed hot water flushes on the sample probe 1 (sp1), reagent probe 1 (rp1), and reagent probe 2 (rp2) drains and followed up with the drain cleaning brush. The customer replaced the rp2 and performed an auto alignment which was found to be acceptable. Auto alignments were also performed for sp1 and rp1. The reagent prep probe was primed ten times without error. The prep probe check 1 also passed without error. A siemens customer service engineer (cse) was dispatched to the customer's site and replaced and aligned the sample mixer and reagent 2 mixer. Additionally, the cse replaced the rp2 and performed probe and drain maintenance. The cse performed a quick check and ran qcs, which were found to be acceptable. The cause of the potentially erroneous tpsa results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.